Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, low pacing impedance and insulation breach on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information noted that the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.